Event description:
Drive devilbiss healthcare is the initial importer of the device which is a walker. This report is filed as result of a regression analysis. End-user was prescribed the walker after undergoing surgery. She could not bear weight on her left foot. She was "hopping" with the walker at night when the walker leg bent backwards she fell forwards and hit her head on the dresser. She was unconscious and awoken by her daughter.the end-user refused to go to the hospital. She sustained a black eye. The walker was replaced by a crutch at the beest of her daughter. After the surgery her caretaker noted that the patient could not use the walker in the proper manner since she could not bear weight on her left foot. The device was 3 days old. Analysis of the cause of the device malfunction was due to the device not being used as intended.